Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that there is missing information in the bolus history. Customer reported that the pump also failed a forced upload after 100%. Customer's blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was done and the issue remained unresolved. Product is not expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window.